Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint was confirmed as product was returned. Technical evaluation show signs of repeated use (nicked or gouged) and is also fractured/chipped. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. However, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional had fractured during surgery when the doctor seized it with the kocher. No adverse events have been reported as a result of the malfunction.